Manufacturer narrative:
Refers to the main device. Other components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Updated to incorporate the information received on (B)(6) 2016.

Event description:
Additional information was received from the manufacturer representative (rep) on (B)(6) 2016. The rep reported that as the catheter was not able to be aspirated, so a dye study could not be performed. The pump was rinsed and filled with 20ml of pf normal saline.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving clonidine 200mcg/ml at 85.73mcg/day, bupivacaine 16mg/ml at 6.858mg/day and morphine 7mg/ml at 3mg/day via an implantable pump. The indication for use was non-malignant pain. The patient was experiencing increased pain and the healthcare provider was planning on changing out drugs today and may perform a roller or dye study. Per the company representative the refill volumes have been normal but they were trying to determine if this was related to drug or possibly the catheter. Additional information was received from the company representative the same day reported that the healthcare provider was going to fill the pump with saline. The healthcare provider would bridge the old drug at 3.006 mg/day and then the saline will be delivered at 0.048 ml/day of the saline set at 1 ml/ml. The healthcare provider tried to aspirate the catheter today and was unable. The healthcare provider was going to do a dye study but was not able to because they could not aspirate. An MRI was also performed today and it showed what looked to be an im (inflammatory mass) but it was not confirmed. The patient was going for a CT scan today. A volume discrepancy was also noted. The arv (actual reservoir volume) 17ml and the erv (expected reservoir volume) was 23.2ml. The healthcare provider was performing a reservoir rinse to make sure he did not miss any drug.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the cause of arv smaller than erv was not determined. Action and intervention taken was granuloma. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. It was reported that the patient had a granuloma at the time of the initial call ((B)(6) 2016). The patient had saline in the pump infusing at min rate mode since then. The hcp did a cap dye study on (B)(6) 2018 and he was unable to aspirate from the cap but was able to push dye through the cap and catheter. The dye study was unremarkable. The hcp was not concerned about the catheter. The pump was refilled with morphine (3mg/ml) and clonidine (150 mcg/ml). The elective replacement indicator (eri) was 7 months. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.